Event description:
I ordered and received hearing aids advertised on a tv infomercial. The product was deceptively advertised and the quality was horrendous. I am now trying to return them for a full refund which they advertised as a 45 day trial period. I am getting a lot of pushback in my attempt to return this junk for a refund; (B)(6) - order number. I ordered a set of hearing aids from a tv infomercial. They advertised a 45 day free trial with a 100% money back guarantee and return policy. The hearing aids turned out to be chinese junk. They did not fit. They were bulky and the sound quality was terrible. So far, I have been unable to return them for a refund. They try to get you to upgrade to a different version. They refuse to cooperate in providing a return address, and they have not supplied a return shipping label. The customer service agents are based offshore and barely speak english. They read from a script and are very uncooperative. I paid (B)(6) to nano hearing aids and it appears they have no intention of providing a refund. This company is supposedly based in (B)(6), but there is no telephone contact for a corporate office. I suspect this is a seriously corrupt scam operation. FDA safety report ids# (B)(4).